Manufacturer narrative:
(B)(4). Product not yet returned for eval.

Event description:
Consumer complaint of erratic blood results. Customer states that she feels well and requires no medical attention. Verified the strips expire 01/15/2018. Customer confirms the strips are stored properly. The customer was unable to disclose the exact open date of the test strip container but does confirm the strips have been in use for less than 4 months. Customer performed back to back blood test, 176 mg/dl and 156 mg/dl fasting. Reviewed meter memory: 176 mg/dl, (B)(6) 2015, 10:13:02 pm, fasting: yes; 156 mg/dl, (B)(6) 2015, 10:42:02 pm, fasting: yes; 79 mg/dl, (B)(6) 2015, 10:39:02 pm, fasting: yes; 263 mg/dl, (B)(6) 2015, 09:16:02 pm, fasting: yes; 323 mg/dl, (B)(6) 2015, 09:36:02 pm, fasting: yes; no adverse event reported.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction misunderstanding of erratic results. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of erratic blood results. Customer states that she feels well and requires no medical attention. Verified the strips expire 01/15/2018. Customer confirms the strips are stored properly. The customer was unable to disclose the exact open date of the test strip container but does confirm the strips have been in use for less than 4 months. Customer performed back to back blood test, 176mg/dl and 156mg/dl fasting. Reviewed meter memory: (B)(6). No adverse event reported.